Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported the implantable neurostimulator recharger (insr) wouldn't charge because the connector pin was bent. It was further reported the patient was "going bananas not having pain relief and I'm uncomfortable because I can't use it, because the implant in my body can't be charged because the recharger is not being charged and it is pretty much blank." The patient then reported seeing the "charge the recharger screen' on the insr. It was noted they had been in this pain fora couple of weeks. Relevant medical history includes non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
Additional review determined that conclusion to the desktop charger (s/n (B)(4)). Analysis of the desktop charger (s/n (B)(4)) found the cable assembly was damaged.

Event description:
Additional information received from the patient reported, the replacement of the desktop charger resolved the inability to charge the recharger. After the recharger was charged the patient was able to charge the implanted device. Following this most of the patient's pain and discomfort were resolved. The patient was working with a pain management physician regarding the pain and discomfort they still had.